Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump button had to be sometimes to be hit customer reported that the insulin pump rejected new batteries, battery life was diminished and unexplained no insulin delivery alert. Customer reported that the insulin pump was failed battery test and reservoir doesn't go in straight sometimes and to readjust to insert the reservoir. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.